Manufacturer narrative:
Updated e1: initial reporter email.

Event description:
It was reported that a balloon rupture occurred. The target lesion, exhibiting 90% stenosis, was located in a moderately tortuous and severely calcified coronary artery. A 5.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. During the initial inflation at 5 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported. And the patient remained in good condition post-procedure.

Event description:
It was reported that a balloon rupture occurred. The target lesion, exhibiting 90% stenosis, was located in a moderately tortuous and severely calcified coronary artery. A 5.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. During the initial inflation at 5 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported. And the patient remained in good condition post-procedure.